Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: 6 months post-implantation. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k110449. Corrective action has been initiated. Used.

Event description:
Patient experienced loss of implant due to infection and osseointegration failure six months post-implantation.